Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated a damaged grommet. (B)(4).

Event description:
It was reported that during the implant procedure when the device was placed in the pocket oversensing and noise on the right ventricular (rv) lead was noticed. The device was then removed from the body and electrical measurements were taken by the analyzer on the rv lead. There were no issues that were found with the rv lead. The rv lead was then reinserted into the device, and the device was then placed back into the pocket and once again noise was observed. The physician felt that the device may have a leaky grommet and decided to replace the device with a new one. No patient complications have been reported as a result of this event.